Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device history records for the returned sam 300p device was reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the dispatch of the sam 300p from heartsine technologies (B)(4) on the (B)(6) 2010. The history log showed multiple manual power ups of ten minute duration. Experience has shown this can be due to membrane failure.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd ( manufacturer ) is submitting the report on technologies llc ( importer behalf of heartsine) h3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device observed switching on automatically.